Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event for ten days. On an unreported date, the patient was treated with vancomycin (dose, frequency and route not reported) for the event. At the time of this report, the patient was recovering favorably under vancomycin therapy. The action taken with pd therapy was not reported. No additional information is available.